Event description:
The customer reported that the prismaflex generated the caution alarm "effluent bag incorrect" shortly after the hospital switched to generator power, shortly after the power was restored to common electrical power, the prismaflex again generated the caution alarm "effluent bag incorrect". The customer was reported to have troubleshooted the alarm as it had been the caution alarm "effluent weight (incorrect weight change detected for effluent bag)" that was generated. When the cause of the two instances of the caution alarm "effluent bag incorrect" not could be found, the pt's blood was returned to him and the treatment was stopped. No further treatment was performed with the prismaflex. The pt was reported to suffer from renal insufficiency and severe cardiac insufficiency. There was no pt harm as consequence of the reported event.

Manufacturer narrative:
The technical data card files with data related to the reported event were made available for further investigation. Review of the technical data card filed confirmed that the prismaflex has generated the caution alarm " advertisement: volume "poche" incorrect- effluent" (caution: bag volume incorrect- effluent). There is no evidence to suggest that the pt experience any fluid imbalance as a consequence of the caution alarms "effluent bag incorrect" that were generated by the prismaflex. The prismaflex was investigated by the hospital's biomed engineer and he found no evidence to suggest that it had caused or contributed to the reported event. The pt had bypass surgery and his kidneys were in poor condition. Therefore, he was connected to the prismaflex machine in order to improve his condition. Treatment was discontinued, and blood was returned to the pt. Further investigation revealed that the pt, and adult male, expired 12 hours after being disconnected from the prismaflex. It is a gambro policy, that all deaths occurring during or within 24 hours after treatment, regardless of cause, shall be reported. Neither gambro nor the clinic has found any evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.